Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under the sensor patch adhesive. Sensor was inserted at buttocks on (B)(6) 2015. Patient's mother described the skin reaction as a red, bumpy and itchy rash, approximately 5 inches in diameter. Patient treats the affected area with over the counter flonase. Patient's mother reported taking patient to endocrinologist for skin reaction. Date of medical intervention is unknown. Physician's recommendations are also unknown. At the time of contact, patient's mother reported current skin condition as being okay. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).